Event description:
Via medical records obtained 09/18/2007, in 2006, a gore propaten vascular graft was implanted as a right redo femoral to anterior tibial bypass interposed with an anastomotic vein cuff in a male pt. Approx 8 hrs postop, the graft acutely failed and the pt underwent a thrombectomy and revision. There was no identifiable reason for graft failure other than inadequate anticoagulation. Pt tolerated the procedure and was taken to the recovery room in stable condition with a patent graft. The graft remained open approx 5 days with full anticoagulation; however, it failed again and the pt underwent a below knee amputation. The pt was taken to the recovery room in stable condition.